Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's cmdsnet program report from health (B)(4) which states, ¿alaris pump powered on and IV tubing placed in single channel attached to the pump. The pump provided error code (B)(4) after infusing for approx 2 minutes. The channel was exchanged for a different one and the same error occurred after the same amount of time. The pump was removed from the room and a different alaris pump obtained for use." Additional information received reported that there was a failure of the pressure sensor in the 8100 large volume pump module. The device was repaired and validated in-house by the biomedical equipment technologist and has been returned to clinical use.